Event description:
A customer reported that the adc device would not power on with the button pressed or test strips inserted. As a result, the customer was unable to monitor their blood glucose and consequently experienced a loss of consciousness. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.